Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 10/20/2022, it was reported by a sales representative via email that an ar-3633 fibertak suture anchor pulled out. Surgeon reloaded the anchor and attempted to implant it two more times, each time the anchor continued to pull out. This was discovered during an unspecified procedure on (B)(6) 2022. Case was completed by removing everything from inside the patient and opening an ar-2324pslc-2 peek swivelock.